Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing due to variability. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited intermittent undersensing due to variability. This s-ICD remains in service. No adverse patient effects were reported.